Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: one 15 deg taper,3.5p 2mm-3mm (15at323) was returned for investigation. The investigation will therefore focus on the returned abutment. Visual inspection of the as returned product identified wear and debris (dried blood) about the abutment body. The abutment is damaged at the engaging drive feature, and no longer functions. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2018031145. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018031145) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. B4: date of this report d4: expiration date and UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h4: device manufacture date h6: evaluation codes h10: additional narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided.

Event description:
It was reported that the abutment was unable to be screwed into the implant.